Manufacturer narrative:
1. No defective samples and photos have been received, and the status and composition of the stain at the puncture end of the prn cannot be confirmed. 2. DHR/bhr review lot#8043055 1-the products of this batch were assembled at intima ii auto line 3 in march 2018, and packaged at cfs package line in march 2018. Work order quantity was 136,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The shelf life of the indwelling needle is 3 years. Retained sample analysis is not performed as the shelf life of this batch of products has expired. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process, and no similar complaints have been received from other hospitals about this batch of products. Since the status and composition of the stain at the puncture end of the prn cannot be confirmed, the source of the stain cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 26gax0.56in prn slm pvc had foreign matter. Staining on the puncture end of the heparin cap of the indwelling needle.